Event description:
It was reported that the patient underwent a da vinci-assisted right middle lobe lobectomy procedure on (B)(6) 2023. The surgeon used a red rubber catheter on the toe (bottom jaw) of the robotic stapler to protect critical vessels (pulmonary artery, etc.) During stapling. There were no issues or malfunction reported during the procedure. A CT scan was performed on (B)(6) 2023 and found an 8.2 centimeters (cm) conical shaped material. The patient was asymptomatic. On (B)(6) 2023; the foreign body was removed via diagnostic bronchoscopy, right thoracoscopy and open right thoracotomy. The foreign material removed was a red rubber catheter about 8.2 cm long that was used on the initial procedure. The surgeon decided to use the red rubber catheter as they believed it would aid in the dissection of the pulmonary hilar vessels. This was a technique acquired during the surgeon¿s residency at a previous hospital. The use of red rubber catheter was not due to previous experience of using stapler causing or contributing to large or critical vessel injury. The physician believe that the da vinci system, instrument or accessory did not cause or contribute to the event.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. It was reported that the physician used the catheter to protect critical vessels during stapling. The reported issue can be attributed to mishandling / misuse and not in accordance with the instructions for use. The physician believe that the da vinci system, instrument or accessory did not cause or contribute to the event. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) regulatory post-market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A video review was performed by an isi clinical development engineer (cde), and the following information was reported: from the video, it looked like the surgeon was using the endoleak catheter as tool to correctly position the stapler for stapling the tissue. The endoleak catheter is a non-isi device, hence the cde was unable to comment on its use and properties.